Event description:
It was reported that the patient with the right atrial (ra) lead had an infection, and a revision was performed, during which the pacemaker and right ventricular (rv) lead were explanted. The ra lead was partially removed, with the tip left in the body. The staff mentioned that the boston leads are fragile during removal, so they used a laser and proceeded carefully. However, when light traction was applied after detaching adhesions, the lead broke off. No additional adverse effects were reported, and they believe no physical damage was caused. The ra lead will not be returned for analysis.